Manufacturer narrative:
Siderail arms too tight.

Event description:
It was reported by svc report that the siderail could not be locked in its upright position. No patient involvement or adverse consequences are reported.